Event description:
It was reported that the surgeon inserted an aq2015a three piece silicone lens and the lens tore upon insertion. The lens was cut out of the eye without enlarging the incision and there was no pt injury.

Manufacturer narrative:
(B)(4): evaluation results: visual inspection of the returned product showed the lens was split in half and a piece of the optic and a haptic were torn off and missing. There was a clear surgical residue on the lens. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in 06/2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).